Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer states the meter has missing segments in the results field. The 8's in the results field appear like a's. The customer also stated the display was dim and can only be read when the display is held at a 45 degree angle. Customer thought the last reading on the meter was 1.4 inr but was unsure because they could only see the result by tilting the display. The result was not reported. There was no allegation of a misinterpretation of results.